Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that there was communication failure between the ipg and remote control (rc). It was also noted that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well. The explanted ipg will not be returned.